Event description:
Per the clinic, the patient experienced open mp2 and pain with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023. The surgeon accidentally snipped ground electrode hence, the pin portion and about 4mm of lead which fell inside could not be located was left in patient. The patient was subsequently reimplanted with another cochlear device during the same surgery.